Event description:
It was reported that during a training/demo of the da vinci system, the system was repeatedly faulting with non-recoverable faults and giving a 31089 error. The caller rebooted the system prior to calling in. The technical support engineer (tse) viewed the logs and noted communication drops between the robot and tower. The tse recommended for the site to swap the robot and console fibers if the system faulted again to attempt to isolate the issue to the robot or tower. The site was continuing with training. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tried replacing the tower common compute controller (ccc) and cleaning the internal fiber cables in the tower, but the error recurred. The fse swapped the fiber cables and found that the error followed the robot. The fse ordered replacement for the robot ccc and the fiber pigtail.